Manufacturer narrative:
(B)(4). The 900pt501 adult heated breathing tube (hbt) is used with the airvo humidifier to deliver warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Method: the complaint 900pt501 hbt was returned to fisher & paykel healthcare for evaluation, the device was visually inspected, dimensionally checked and mechanically evaluated. The hbt was also fitted to a working system and tested for leak. Results: the hbt was inspected and found to be in good condition. A known good optiflow connector was fitted to the complaint hbt connector and the tube and cannula were able to connect properly, however the connection seemed less tight than normal. The proximal connector outer diameter was measured and found to be slightly below the required specification. During the performance test, the hbt did not leak. Conclusion: we were unable to determine what had caused the issue, as the hbt functioned well for some time before it reportedly became loose. In the event of a system leak, the airvo will produce a visual and auditory alarm and the airvo user manual instructs the caregiver to "check that the heated breathing tube is not damaged and that it is plugged in correctly." The user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The user manual also states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support."

Event description:
A hospital in (B)(6) reported that an opt844 adult nasal cannula disconnected from a 900pt501 airvo heated breathing tube during patient use. No patient consequence was reported.